Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a mentor smooth round moderate profile 200cc and suffered from a bilateral capsular contracture baker grade ii/iii on the left side and baker grade iii/IV on the right side. In addition, the patient experienced left implant deflation. As a result, the patient had undergone removal and replacement with mentor moderate plus smooth round breast implant on (B)(6) 2020. This medwatch is for the right breast implant.